Event description:
Reporter indicated that pt underwent vns therapy system replacement surgery due to lead break. Both the lead and generator were replaced.

Event description:
In may 2005, diagnostic testing was done and acceptable diagnostics were received, indicating no device malfunction. It is unknown if the pt experienced any trauma or manipulated the device. In sept 2005 the eri (elective replacement indicator) was yes, indicating that the generator was nearing end of service. The vns system was replaced in november 2005. It was reported that the pt was hospitalized for uncontrolled epilepsy; however, it is unknown when the hospitalization occurred, before or after the vns system was replaced. The pt was reportedly still in the hospital in december 2005. The lead was returned and analyzed. Product analysis summary: analysis was performed on the lead portions returned and the reported lead discontinuity could not be verified from those pieces. Continuity checks of the various lead sections were performed with no discontinuities identified. The condition of the lead portions returned is consistent with conditions that typically exist following an explant procedure. No coil breaks were found. No other obvious anomalies were noted. The connection between the setscrew and lead pins showed evidence that, at one point in time, proper mechanical and electrical connection was present. Based on the product analysis findings, there is no evidence to suggest an anomaly with returned portions of the lead which may have contributed to the reported event. The concomitant device (pulse generator) was also returned and analyzed. Analysis summary: the reported end of service was confirmed in analysis. After opening the can, the battery voltage measured 1.554v (depleted) in circuit. This voltage is below the 2.2-volt low battery operation indicated for the generator per the MFR's electrical test specifications. Per the analysis results, the reported lead break was not confirmed and the generator was confirmed to be at end of service.

Event description:
Further follow-up revealed that the patient was hospitalized for intractable seizures following the generator replacement. The patient was released from the hospital. The physician reported that the patient's seizures were "under some control, but not completely under control."